Manufacturer narrative:
Other text: d4: UDI number is unknown, no product information has been provided to date. G5: 510k is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette missing (nda) alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: h6 codes updated. One device was returned for investigation in good physical condition with no apparent damage. The error log confirmed the customer complaint of the alarms. When the device was functionally tested though, the issue was not able to be replicated. The device worked as expected. The most probable but uncomfirmed root cause for the issue could have either been defective downstream or upstream sensor error. Preventatively, the downstream and upstream sensors were replaced and the upstream sensor was recalibrated. The device was tested and again passed all functionality tests. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.